Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratched lcd lens and a bubbled dso seal. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. During accuracy testing, the pump was found to be over delivering to the manufacturing specifications of (B)(4). It was determined that the cause was due a worn valve. As a result, the expulsor assembly was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. A1 updated, b3 unknown, d3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found during preventive maintenance testing. Updated h6 health effects-health impact.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the unit failed the gravimetric accuracy test, the result was a plus 7.5 percent accuracy percentage error. No patient injury reported.